Manufacturer narrative:
Summary of eval: the root cause of the revision could not be determined as insufficient info was provided. Pt medical records and operative reports were requested, but no additional info was made available. The event description noted that the explanted components were in situ for approximately 11 years. If additional info is provided for evaluation, this investigation will be re-opened and updated. A review of the device mfg history records for catalog #: 6082-0525, lot #: 12770301, could not be performed as the provided lot code could not be confirmed. This is the same pt/event as MFR #2249697-2010-00629.

Event description:
It was reported that, "the arthroplasty was revised due to femoral loosening and osteolysis as well as polyethylene wear. The femoral components and the acetabular insert were revised. The components were implanted in situ for approximately 11 years. The pt presented with a ucla score of 3 three months prior to revision surgery and a maximum score of 6. Photographs of retrieved implant are attached."